Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at home when she suddenly lost consciousness. Prior to this, the patient reported not experiencing any symptoms of hypoglycemia. The patient¿s son witnessed the event and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 26 mg/dl, while the patient¿s cgm value was 75 mg/dl. Ems treated with the patient with IV glucose. After treatment, the patient regained consciousness and was feeling ¿significantly better¿. The patient remained at home. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.